Manufacturer narrative:
Zimvie complaint number: (B)(4). G4: additional PMA/510(k) number k101880. H6: additional h6- patient codes: 1690: abscess, 4755: swelling/edema.

Event description:
It was reported that the implant at tooth site #8 was removed due to infection & bone loss. Implant become loose and swelling- antibiotic sub. Symptoms as a result of the event: abscess & pain.